Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the device was forwarded to the manufacturing site for evaluation with following result. The visual investigation shows clear characteristics of a used screw. There are marks on the shaft of the screw and significant deformation of the driver (figure 3, 4 and 5). The deformation results in a burr that prevents the driver from being inserted (figure 5). The surface of the driver has various indentations that can only be created by high forces. To compare an unused screw, images of a screw in production have also been added (figure 8, 9 and 10). It can be seen that the driver is burr-free and that the surfaces are smooth and without marks. Other surfaces of the affected screw or thread are not noticeable. Full picture of affected screw pictured (figure 11). The DHR was checked regarding all data. There is no nr reference, no noticeable documentation about scrap. The processing of the screw (shaft and driver) is done at the beginning of the DHR. This involves various in-process checks (see DHR appendix pages 12, 13 and vici vision reports). Laser marking is performed in step 0090, where the screw is positioned at the slot (at the end of the shaft). Due to the distinctive burr it is not possible to pick up the screw, so the marking acts as a poka yoke control in this sense. The DHR does not show any problems here. According to inspection sheet, the final inspection has a visual check, in which the burr must also be documented as a designated control point. The full lot has been evaluated as ok at this control. The inspection for dhs screws is carried out according to se_486817_ad, which gives a detailed description of the optical inspection. All results on the inspection sheet and in the DHR were within the specifications, no rejects were reported, full lot produced and released. Investigation conclusion: the complaint is rated as confirmed as the end of the received dhs/dcs screw is badly damaged as complained. Based on the provided information the cause of this occurrence cannot be defined, it can only be assumed that any post-manufacturing occurrence did lead to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 280.050s, lot: 40p6200, manufacturing site: balstahl, release to warehouse date: feb 24, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that the end of the dhs screw was damaged. The damage was noticed after the screw was removed from the packaging. This report involves one (1) dhs/dcs lag screw 12.7mm thread/105mm-sterile. This is report 1 of 1 for (B)(4).